Event description:
I had bladeless lasik done on both eyes in (B)(6) 2015, during assessment my doctor told me lasik can help myopia and astigmatism, but not presbyopia. I was also told I will have dry eyes post-lasik, but was not told how long it takes for dry eyes to heal. I was given a document to sign (but didn't have time to read thru entire list of terms), as mentioned by doctor this document indicates my understanding that lasik can't help presbyopia. I was also been told (post-lasik); don't let soap enter my eyes during first week, 4 weeks to recover (can swim, play sports, after 4 weeks), can only use preservative-free artificial tears for first 3 months, can eat anything post-lasik. Post lasik, I had halo and starburst, at night. When reading online about post-lasik complications, I realised there are so many potential complications not informed by doctor or nurses, especially on; actual heal time and actual recovery (years) is needed post-lasik, which cell layer on eye cornea will not heal, would eye cornea be weaken post-lasik, potential problems during cataract surgery at old age, lasik is irreversible, and etc. From information research online, it seems like lasik is not the best option to improve myopia (short sight) and astigmatism, and should never be promoted, since lasik weaken the eye cornea strength, not to mention potential complications. Further more lasik on eye is irreversible.